Event description:
Mechanical ventilator holding positive end expiratory pressure (peep) of +20 cm while on patient. Peep setting was on +5 cm. Patient required short term support of vasopressor drugs during ventilator exchange. Deep setting reported as correct 15 minutes prior to incident.